Event description:
A pediatric patient with pre-existing esophageal atresia had a cook flourish pediatric esophageal atresia device placed. Five days post-placement, anastomosis was achieved. At 21 days post flourish removal, the patient underwent esophageal dilation for stricture at the anastomotic site. The site reported additional dilations occurring at 27, 37, 42, 49, 56, 68, and 74 days post-procedure. A section of the device did not remain in the patient's body. The patient required dilation at the anastomotic site due to a stricture. There were no adverse effects reported.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the report indicated: "the patient underwent esophageal dilation for stricture at the anastomotic site." Overall clinical success, anastomosis, was achieved with the use of the flourish pediatric esophageal atresia device. The IFU states the following: "based on limited clinical data on this device, the rate of endoscopic dilation or surgical intervention for stenosis of the anastomosis is higher than that following surgery." Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.